Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller states that the foot plate has snapped in half on the front riggings of the chair.